Event description:
The patient stated that the screen of her infusion device was "locked" and "2.01---" was displayed along with the time of pump stopped. She stated that she was using a recalled power pack and the power pack had been in use for less than a month. She stated that she was not aware of the power pack recall and she had not been using corrected power packs. She was advised to discard all recalled power packs. The patient was able to insert a new power pack and her infusion device functioned properly. Recall information and corrected power packs were sent to the patient. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.